Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was approximately 10ml onto plastic-lined paper on patient's lap and the infusion stopped. Foley catheter was assessed and could visible see hole in catheter. Stated that the patient had been informed, recathed and dose applied to bladder as expected.

Manufacturer narrative:
,The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "inadequate material selection". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was approximately 10ml onto plastic-lined paper on patient's lap and the infusion was stopped. Foley catheter was assessed, and user could visibly see hole in the foley catheter. The patient has been informed, re-catheterization was performed, and dose was applied to patient's bladder as expected.